Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty switch on the control board.

Event description:
Complainant alleged that during biomed testing, the device pacer rate and pacer output were unadjustable. Complainant indicated that there was no pt involvement in the reported malfunction.